Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: event date - (B)(6). Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? No. Patient's current condition - ok. Lot number mjr636. Are actual and representative samples being returned? Yes.

Event description:
It was reported that a patient underwent an umbilical hernia procedure on (B)(6) 2019 and suture was used. During the procedure, the needle broke in the patient. The fragments were removed easily without additional intervention. The procedure was completed successfully. There was no adverse patient outcome.

Manufacturer narrative:
(B)(4). Device evaluation summary: an opened box with twenty-one unopened samples of product code 8412, lot mjr636 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. According to the samples conditions, no performance: breakage needle was found. A manufacturing record evaluation was performed for the finished device lot number mjr636, and no non-conformances were identified.